Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: programmer, patient product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were unable to get their controller to recharge the implant. Patient stated when they would get the controller battery charged, the controller would drain in like half an hour and not recharge the implanted neurostimulator. Patient said they were going around in circles between battery empty, cannot continue, recharge the controller. Patient also mentioned that the battery would be at 100% and within a half hour or so it would go down to 30% and the battery for the unit would still be at 0%. Patient mentioned they tried resetting the controller, but that did not resolve the issue. Patient mentioned that the recharger was hot when trying to charge; patient added that it got really really hot the last time they tried to charge. During the call, patient reset the controller and confirmed the controller powered on. Agent sent an email to repair to replace the recharger. Ins battery does not increase in a charge session. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type programmer, patient product ID 97755 serial# (B)(6): product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back stating they had not received the package. Patient mentioned they had to leave the shopping cart at the store yesterday before the patient fell over because of the pain. The agent consulted with repair department. The delivery service did not scan the package at pick up. Agent submitted another request to replace the recharger. The agent called the patient back and left a voice message.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6)], revealed. Analysis found:no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.